Event description:
Additional information was received. Patient reported as they lay down on their back or on the side it tends to move and it's painful. It was also reported that the patient could not lay down on their right side. The patient reportedly tries to gently push it down. The area "was more sore then when it was put on." The patient had an appointment with their physician on (B)(6) 2017 that reportedly went well. Everything was in it's place. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported about week or 2 started feeling pain at the implant neurostimulator site (ins). It was also noted that about a week or two ago when patient sat or lay down, "the implant moves, and it almost kind of pops out and patient would have to rub it so it goes flat again. There was no fall reported that was related to the event. The patient indicators for use were fecal incontinence and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.